Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose reading was 200 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The alarm could not be cleared. Troubleshooting advised that no delivery was most likely the result of an occlusion. Customer also indicated that a failed battery test was received but customer declined to troubleshoot for that. Call was disconnected at this point and troubleshooting was unable to leave a voice mail message.